Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, it was determined that the failures found during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during an in-house engineering evaluation, it was determined that the device was running unintendedly without pressing the trigger when the mode switch was set to forward or reverse. It was further determined that the device failed pre-test for unintended motion and mode switch test. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.